Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report no audio output on (B)(6) 2015. At the time of contact the patient's father did not report any injury or medical intervention.